Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a loss of all signal occurred. In addition, there was a high force, current leakage error and procedure delay. The device was visually inspected, and it was found in good conditions. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The catheter passed specifications. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On (B)(6)2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device with lot number 30262250m, and no internal actions related to the reported complaint condition were identified manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a loss of all signals issues occurred. It was reported that after the thermocool® smart touch® sf uni-directional navigation catheter was connected it heated up to 30 degrees and the thermocool® smart touch® sf uni-directional navigation catheter was re-zeroed mid-cavity. Then there was a high force message displayed on the carto 3 system. The thermocool® smart touch® sf uni-directional navigation catheter was re-zeroed again and the force went down to 6-7g, but with any little movement of the thermocool® smart touch® sf uni-directional navigation catheter, the high force message would pop up again. The thermocool® smart touch® sf uni-directional navigation catheter was disconnected and reconnected, and the issue remained, at which point a current leakage error was displayed (error code 7). The catheter cable was disconnected and reconnected resulting in all ECG signals loss on the carto 3 and recording system. At this point the physician did not have other ECG signals to monitor the patient. The catheter was replaced, and the issue was resolved. The troubleshooting caused an unspecified delay. The carto 3 system is operating per specs and described as not responsible for the product issues. The thermocool® smart touch® sf uni-directional navigation catheter was been determined to be the root cause of the complaint reported. The procedure was continued. No patient consequence was reported. The customer¿s reported issue of high force, current leakage error and procedure delay have been assessed as not MDR reportable since the potential that these could cause or contribute to a death, serious injury, or other significant adverse event is low and patient safety is unaffected by these issues. This complain ha been assessed as MDR reportable for the malfunction of ECG signal loss.